Event description:
It was reported that, premature battery depletion was suspected on the device. No intervention has been taken. The patient was stable.

Manufacturer narrative:
The reported event of low battery was confirmed. Based on the information provided, it was observed that the battery voltage depleted rapidly. The root cause of the battery depletion was unable to be determined.